Event description:
A ventilator was returned to a third party service center for eval. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party service center the device would not power up. The device's system board was replaced to address the issue.